Event description:
Consumer used product on left hip. After 30 minutes of use, felt burning and removed product. Upon removal of product, noticed an area the size of "a half dollar" where skin was removed and received a severe burn. Triple antiobiotic cream used for healing.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.